Event description:
The customer reported to olympus, that during a routine maintenance the video system center, the device had no power. The customer tested the device the following day, and there still was no power. There were no reports of patient harm associated with this issue.

Manufacturer narrative:
Initial reporter name and address: (B)(6). To date, this device has not been returned for to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a melted transformer fuse. Olympus will continue to monitor field performance for this device.